Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient presented in urgent care with an infection at the top incision of her spinal cord stimulator. System was explanted and patient will be on IV antibiotics for 6 weeks.